Event description:
In 2009, pt presented to the ER with a contained rupture of a 9cm aneurysm; CT revealed a short, angulated neck and two right renals. After successful implant of a bifurcated device, a suprarenal cuff was placed to intentionally cover the most distal right renal. A palmaz stent was placed in an attempt to straighten out the short neck. A 34mm infrarenal cuff was deployed, however, during placement, inadvertently pulled down the suprarenal cuff. A balloon was brought up for dilatation and also inadvertently brought the suprarenal and infrarenal cuff down below the lowest renal. The balloon was inflated again, and no endoleak was present. At the close of the procedure, final angiogram showed no endoleak. Pt was discharged and went home.five days alter, pt returned to the ER with back pain. CT scan indicated that both cuffs had slipped distally. The following day, the pt was sent to hospital and was converted to open repair. The devices were explanted, and a surgical graft was placed.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Due to lack of information, no conclusion can be drawn at this time. Pt anatomical measurements unk. Explanted devices are not available for examination.